Manufacturer narrative:
Date sent to the FDA: 10/31/2022. Additional b5 narrative: it was reported that the patient experienced urinary tract infection, fever, pain, cramps, urinary incontinence. It was reported that the patient underwent removal surgery on (B)(6) 2020.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/11/2022

Manufacturer narrative:
Date sent to the FDA: 12/27/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.